Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on december 1, 2022. The manufacturer representative (rep) reported that the cause of the ins being at an angle and the cause of the inconsistent recharge coupling was not determined yet. The event was not resolved and was still in progress as the patient is being monitored for now to see if reduction of post-op swelling alters. Patient weight was requested but noted as being unknown.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurost imulator (ins) for unknown indications for use. Mdt rep called and reported difficulty with charging and coupling switching between poor/good/excellent. Mdt rep also reports seeing software problem error screen with line 3 code 58 and that pt controller showed full battery. Technical services (tss) reviewed controller reset and initiating recharge session. Pt and mdt rep report ins at an angle within the pocket. Mdt rep reports when she pushes on the implant site, the coupling goes from poor to good, but the pt reports feeling a stinging sensation at the implant site at that time. Tss reviewed rotating the recharger to match the angle of the ins, coupling switched to excellent at that time and remained there for the duration of the call. Mdt rep reports that using the recharger belt is difficult due to the implant site being right buttocks.

Manufacturer narrative:
Concomitant medical devices: product ID: 97745nt, serial/lot#: (B)(4), product type. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.